Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 51-53 mg/dl; cause was not known. Customer consumed glucose/jellybeans to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.